Event description:
It was reported to medtronic minimed that the customer was unable to pair the simplera sensor to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-5120a, mmt-5120a and mmt-5120a. Troubleshooting was performed and it was confirmed that customer reported a loss of communication between the simplera sensor and the insulin pump. It was also observed that simplera sensor serial number was not in the paired devices screen with no known reason as to why it was deleted. The customer was informed simplera sensor might not be working and will be replaced. No harm requiring medical intervention was reported. Mmt-5120a was requested and customer response was the device will be returned. Mmt-5120a was requested and customer response was the device will be returned. Mmt-5120a was requested and customer response was the device will be returned.

Manufacturer narrative:
This is 3 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.